Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was taken to cath lab for impella removal following development of hematoma which 1 unit of red blood cell was given. The decision was made to not do further intervention, dry close technique using 9mm balloon for tamponade, perclose x 2 deployed. Angiogram revealed small amount of leaking right above bifurcation of superficial femoral artery and profunda, unable to use covered stent, manual pressure was held and femostop low pressure placed. The patient hemodynamics were stable on low dose levophed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.